Event description:
It was reported that the user received an insulin set expired alarm on the ilet following a recent supply change, and the issue was resolved by filling the cannula and providing education on correct infusion set change timing. Symptoms included no reported adverse clinical effects. Outcomes included successful troubleshooting and education with restoration of expected use. Investigation included technical support review and user guidance on infusion set and cartridge maintenance. Investigation of this case revealed that the alarm was consistent with incorrect supply change steps and timing for the infusion set, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that user technique and maintenance practices were the cause.